Event description:
(B)(4). It was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced, "having intercourse, her husband was very uncomfortable as if something was poking him". Dr (B)(6) was able to feel the area of concern in the vaginal wall, most likely associated with the mesh that was placed; tight mesh arm following procedure, just underneath the distal anterior mesh arm, there were a couple of mesh fibers protruding from the vaginal mucosa, "a tiny" mesh erosion located approximately 3 cm proximal to the introitus in the midline of the anterior vagina; vaginal mesh erosion from procedure, visible mesh erosion approximately 2 cm from the posterior introitus in the midline of the vagina which measured approximately 2 to 2.5 cm in the vertical length by 1 cm in horizontal width, mesh erosion with anterior and posterior repair; incidental cystotomy status-post repair; cystocele (pfs [plaintiff fact sheet]), enterocele (pfs); pelvic (uterine) fibroids (pfs); rectocele (pfs); urinary incontinence (pfs); uterine prolapse (pfs); "sex was painful to my husband because of vaginal rough spots" (pfs); "over 6 months when our normal sex life was impossible" (pfs); "considerable emotional stress from the surgeries" (pfs); "the mesh eroded through into my vagina and threatened my internal organs" (pfs); and "our sex life has not completely recovered" (pfs) after she underwent a total vaginal hysterectomy, anterior repair with mesh, enterocele repair with mesh, vaginal vault distention with mesh. Associated mdrs: 1018233-2013-02366, 1018233-2011-00178, 1018233-2011-00179.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction and voiding difficulties associated with over-correction / too much tension placed on the mesh sling implant. Perforation or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).